Manufacturer narrative:
System logs were reviewed, and no malfunction was observed. A "leads off" message indicated ECG leads were not connected at the time of the reported issue. Spo2 desaturation alarms ware in the "off" state at the time of the reported issue.

Event description:
The customer reported that on (B)(6) 2021 at 7:42am, no spo2 desat or asystole alarms were generated at the central station or at the patient monitor from ICU bed 101. The patient expired.